Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. In addition, it was reported that an occlusion alarm occurred when attempting to deliver a bolus. The customer's blood glucose (bg) level was 300 mg/dl. The customer had large amounts of ketones; however, it was not known if the customer's healthcare provider identified the ketone level as dangerous. It was indicated that the customer administered manual injections of insulin to address the bg level. Tandem's technical support had the customer perform a system check and the occlusion appeared to possibly be within the cartridge. It was indicated that the customer would continue to use the pump for continued insulin therapy.

Manufacturer narrative:
(B)(4).